Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Implanted the exceter in 2007. Removed the exceter out of patient body due to suspected infection. Confirmed corrosion on the end of exceter implant. Surgeon implanted another stem and completed the procedure.